Event description:
While reclining the chair, the head rest knob severed wires which resulted in sparks and the wire coating did catch fire.

Manufacturer narrative:
The expanded evaluation found that the electrical wiring was severed between the headrest clamp bracket and the recline actuator housing. The power chairs seat and frame were coated with a foreign substance. The power chairs' footplates had evidence of abrasions. The power chair's seat was missing. The armrest had evidence of abrasions. No other discrepancies were observed.

Event description:
While reclining the chair, the head rest knob severed wires which resulted in sparks and the wire coating did catch fire.